Event description:
It was reported that during photoselective vaporization of an enlarged prostate, the fiber exhibited diminished vaporization. Then the fiber broke and began forward firing. During use, the physician ensured the distance from the fiber to the tissue was approximately 2 mm and he did not bury it in the tissue during use. The fiber tip did not require cleaning due to excessive tissue buildup. The flow valve was opened and fluid was observed to be coming out of the metal cap window. Pressurized saline irrigation was used and the irrigation solution was set up in accordance with the ifus. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during photoselective vaporization of an enlarged prostate, the fiber exhibited diminished vaporization. Then the fiber broke and began forward firing. During use, the physician ensured the distance from the fiber to the tissue was approximately 2 mm and he did not bury it in the tissue during use. The fiber tip did not require cleaning due to excessive tissue buildup. The flow valve was opened and fluid was observed to be coming out of the metal cap window. Pressurized saline irrigation was used and the irrigation solution was set up in accordance with the ifus. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications.